Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed architect tsh result for one patient (sample ID (B)(6)). (B)(6). No impact to patient management was reported and no specific patient information was provided.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 85110ui00. Tracking and trending report review for the architect tsh assay determined that there are no related adverse or non-statistical trends. Using worldwide field data the historical performance of reagent lot 85110ui00 was evaluated. The patient median result for the lot was found to be within the established limits and confirms no systemic issue for the reagent lot. Accuracy testing was also performed using an in-house retained kit of lot 85110ui00. All specifications were met indicating that lot 85110ui00 is performing acceptably. The returned patient sample was tested for dilution linearity using a 1:10 dilution. The results were outsid the evaluation criteria indicating the presence of interfering substances. The sample was also treated with a heterophilic blocking tube (hbt) and did not show the presence of heterophilic antibodies. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect tsh assay was identified.